Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. The product identification needed to review device history records and sterile certifications was unavailable. In the event that additional information is provided to clarify the reported event, a follow up report will be sent to the FDA. This report filed (B)(6) 2010.

Event description:
Information received suggests that patient underwent revision hip arthroplasty due to infection. Review of invoice history found multiple invoices to confirm that patient has a history of previous revisions. It is not known which revision occurred as the result of the infection. No further details have been provided to date.